Manufacturer narrative:
Superiority of robotic over laparoscopic spleen-preserving distal pancreatectomy with warshaw procedure for reducing the incidence of postoperative splenic infarction / yasuhiro murata, md, daisuke noguchi, md, takahiro ito, md, aoi hayasaki, md, yusuke iizawa, md, takehiro fujii, md, akihiro tanemura, md, naohisa kuriyama, md, masashi kishiwada, md, and shugo mizuno, md / surg laparosc endosc percutan tech 2024;34:472¿478 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the surgical outcomes between robotic and laparoscopic spleen-preserving distal pancreatectomy with warshaw procedure between october 2020 and december 2023. There were 33 patients with pancreatic cancer included in the study, comprised of 10 patients in the robotic group and 23 in the laparoscopic group. In the laparoscopic group, distal splenic vessels were divided en-bloc using an endo gia tristaple 45mm. In both groups, pancreatic transection was mainly performed with a signia endo gia reinforced reload 60mm black cartridge. Pre-firing compression was routinely performed. In some cases, pancreatic parenchyma was transected using an ultrasonic shears. Complications included: bleeding, postoperative pancreatic fistula and splenic infarction. Bleeding was treated with blood transfusions and conversion to open. Postoperative pancreatic fistula required CT or eus guided drainage. In one patient, during division of the distal splenic vessels, a portion of the pancreatic tail was inadvertently pinched and divided by the stapler, leading to postoperative pancreatic fistula and required reoperation. This was due to inadequate dissection of the pancreatic tail from the splenic hilum. Postoperative splenic infarction resulted in intestinal obstruction and required re-operation involving partial resection of the small intestine and release of adhesions. Prolonged hospitalization and readmissions were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.